Manufacturer narrative:
The patient's lifevest was not returned for evaluation. Biocompatibility testing to (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The patient's skin irritation was confirmed. The patient reported a skin irritation under one of the therapy electrodes. There is no alleged device malfunction. The patient's physician prescribed cortisone cream for the irritation. Medical outcome of the irritation is unknown.